Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis from a health professional using unknown dianeal for peritoneal dialysis therapy. On (B)(6) 2012 the patient experienced peritonitis. The patient was hospitalized on (B)(6) 2012. The patient was currently performing hemodialysis at the hospital. The nurse was contacted on (B)(6) 2012; the nurse confirmed the peritonitis, however, could not confirm the hospitalization date. The nurse stated that the patient was still hospitalized. The patient was placed on hemodialysis. Events were unrelated to dianeal or extraneal therapy. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11l06026 and h11j25061 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.